Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one unspecified elastomeric device was not flowing. The catheter was dislodging prematurely and the device would not infuse the ropivacaine medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.